Manufacturer narrative:
(B)(4). Batch # p57m78. Device evaluation: the analysis found that one sr75 reload was returned with the "doghouse" component of the cartridge damaged. The cartridge had the swing tab in the locked position and the proximal 12 drivers up and the remaining drivers were down with staples present. A probable cause for the damage to the doghouse component indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. Please reference the IFU for proper cartridge loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: could you please clarify what is meant by ¿when passing the reload to the doctor, it was noticed that the device was broken on the blade.¿ was the knife exposed? Was the knife broken? If not, what part of the device was broken? Please provide details to help clarify the issue. They refer that when passing it to the surgical table the recharge is observed the broken blade.

Event description:
It was reported that during a gastrectomy, when passing the reload to the doctor, it was noticed that the device was broken on the blade. There were no patient consequences reported.